Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided.visual/microscopic inspection: the device appeared clean. There were no cracks identified on the device. Tubing was not kinked. No anomalies identified with the quick release button. Pressure gauge aligned with zero.functional/performance evaluation: the device was filled with water for functional testing. The device was purged of any air than attached to an in-house pressure gauge. The handle was rotated slowly increasing the pressure of the device. It was noted that the pressure gauge on the device did not show an increase in pressure at the same rate as the in-house pressure gauge. The pressure was released from the device. The handle was rotated at an increased speed increasing the pressure in the device. It was noted that a delay in the pressure gauge on the device could be noticed at the increased speed. The pressure gauge of the device was removed and examined under black light. Excess glue could be seen in the filter of the pressure gauge. No anomalies were noted to the other components of the device.medical records review: as medical records were not provided, a review could not be performed.image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned for evaluation. The investigation is confirmed for the device operating differently than expected, as the excess glue on the filter of the pressure gauge led to the gauge not operating correctly. Excess glue was found to be in the filter of the pressure gauge of the device. Forefront medical technology has changed the gluing method and rejection criteria for the device in manufacturing.labeling review:the current IFU (instructions for use) state: precautions:1. Carefully inspect the device prior to use to verify that it has not been damaged duringshipment. Do not use if device damage is evident.2. Discontinue use of the device if damage, malfunction or contamination is suspectedduring use.3. For experienced physician use only.

Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that the pressure gauge on the inflation device allegedly took approximately 5 seconds to measure pressure during the first inflation. The health care provider reportedly deflated the balloon and reinflated the balloon; however, the gauge displayed zero despite the balloon being inflated. There was no reported impact or consequence to the patient.